Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 422 mg/dl. Customer¿s current blood glucose was 499 mg/dl. The customer did experienced the symptoms such as dry mouth. The customer treated with the manual injection,insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.